Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced excessive bleeding, leading to procedure abort. The physician undocked the ion system due to excessive bleeding, and the procedure was aborted. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.